Event description:
It was reported that patient experienced a perforation during atherectomy. A 2.1mm jetstream xc atherectomy catheter was selected for use in the superficial femoral artery. During the procedure, the patient experienced a perforation due to the lesion anatomy being calcified. The physician added a stent to treat the perforation and the patient had recovered post- procedure. The procedure was completed successfully.